Event description:
The event is reported as: the circuit would not pass the pre-application leak test while being tested on a servo 1 ventilator. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.